Event description:
It was reported that three devices were used during a laparoscopic assisted vaginal hysterectomy procedure. When the surgeon began to fire, he felt the device resist as if it were in the safety lockout mode. The surgeon fired anyway, broke the stapler, leaving only a few staples in pt. The device did not cut. The same happened to the next two devices. The fourth stapler fired over the previous misfired area and worked fine. There was no consequence to pt.